Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. Information was reported that a patient is getting a MRI for symptoms related to their device or therapy. Caller had limited details about this and only knew that the patient spinal cord stimulator system hasn't worked for years. No further complications were reported. No additional patient symptoms were reported.